Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported right side capsular contracture (grade iii), radial folds, laminar liquid around it, slight thickening and persistent homogenous enhancement of the fibrous capsule, rotation, hardening, shape change, flat with capsular contracture (grade iii), pain, hardening, shape change. Patient was treated with montelukast for 30 days. The device remains implanted.